Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you clarify the lot number that had the needle breakage? Mjh904. Lot mjh904 corresponds to product code 653. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mjh904, and no non-conformances were identified. Device evaluated by MFR: it was reported performance needle breakage. Only a picture was received for analysis. Upon visual inspection of the picture, a labeled winding former with a parked needle and a tangled suture on the tray could be observed, but the image is not clear to determine if the needle was broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample was not returned and the picture is not clear we are unable to investigate further the issue and it could not be determined what may have caused the reported incident of: ¿needle broke¿.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the lot number that had the needle breakage? Which lot is involved in this event: mjh904 or mlq796?

Event description:
It was reported that a patient underwent a toe amputation on (B)(6) 2019 and suture was used. The needle broke (cut) when suturing toe amputation wound. There were no adverse patient consequences reported.